Event description:
According to the distributor's report, the patient had an eyebrow laceration closed with the adhesive. During application, the adhesive contacted the eye and sealed it shut. The nurse-on-call suggested using opthalmic ointment to open the eye. No further information is reported.